Event description:
Customer reported the cradles sticks when trying to move it up or down or laterally. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cradle bearing. System operates as intended. This MDR is related to ge healthcare complaint.